Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a clinical study regarding a patient receiving unknown baclofen (2000.0 mcg/ml at 499.8 mcg/day) via an implanted pump. The indication for use was intractable spasticity and multiple sclerosis. It was reported the patient had pain at the pump site with draining. The event date was (B)(6) 2018. The patient reported the draining resolved two days ago. It was noted the patient felt as if the pump was "trying to break out of her skin", as the patient often left arm on the pump site secondary to limited range of motion. Fluid was aspirated from the site. There was a plan to schedule pump pocket revision/reposition. On (B)(6) 2018, the patient requested explant rather than replacement. On (B)(6) 2018,the it rate was decreased to prepare for explant. The it rate was decreased on (B)(6) 2018. On (B)(6) 2018, the patient did not respond well to the (B)(6) 2018 increase and had decided to schedule for revision rather than explant. The clinical diagnosis was pump pocket erosion/poor wound healing.

Manufacturer narrative:
Corrected information: b5: the date at which the pump was decreased to prepare for explant was corrected from 2018-(B)(6) to 2018-(B)(6). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) via a clinical study on 2018-oct-25. It was reported that on 2018-(B)(6) the patient felt that the benefits of the therapy were not worth the complications and wanted to prepare for explant. On 2018-(B)(6) the it rate was decreased to prepare for explant. It was noted that the draining resolved on 2018-(B)(6). The it rate was decreased again on 2018-(B)(6). On 2018-(B)(6) the patient reported increased pain and tremors following the it rate decrease to prepare for explant, and also reported 'vibrating' at the pump site. The rate was increased on 2018-(B)(6)and the increased pain and tremors were resolved on 2018-(B)(6) on 2018-(B)(6) the pump was repositioned medially in the left lower abdomen. The event resolved without sequelae on 2018-(B)(6). The etiology indicated the event was related to the device or therapy and was not related to the implant procedure. The clinical diagnoses also included pain at the pump site and decreased therapeutic relief and the event resulted in an unscheduled clinic or office visit.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare professional (hcp) via a clinical study indicated the patient's baseline weight was (B)(6) pounds. The cause of the pump pocket erosion/poor wound healing was not determined. The outcome of the event resolved on (B)(6) 2018. No further complications were reported.